Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector block was broken, and additionally noted that the ring screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. No patient complications have been reported as a result of this event.